Event description:
Information was received regarding a cadd administration set. It was reported that the remicade was infusion on (B)(6) 2021. The patient was supposed to receive 245 mls over 2 hours. At the end of the infusion, they had 52 mls left in the bag. They do not have any overfill in the bags to make sure that patients were getting the full dose. The nurse restarted the pump and ran the bag dry. This occurred while in use. The infusion was not life-sustaining. There was no adverse effects reported. The nurse was able to finish the rest of the infusion by restarting pump.